Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that there is a suspect fabric related type iii endoleak. The physician believes that the fabric related type iii endoleak is most likely a consequence of a translumbar puncture which occurred during the treatment of a recurrent type ii endoleak, which damaged the stent structure. The pt was converted to an open repair. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak, conversion to surgical repair). Results/conclusions: (type ii endoleak), (treatment of the type ii endoleak).